Event description:
Doctor attempted to place an arterial line and was able to pass the wire in smoothly but when trying to pull back met resistance and needed to pull the entire catheter out. When the user removed it, the wire had split apart. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided three photos for analysis. The complaint of guidewire and catheter resistance was able to be confirmed by the photos. Visual inspection revealed an unraveled guidewire. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Doctor attempted to place an arterial line and was able to pass the wire in smoothly but when trying to pull back met resistance and needed to pull the entire catheter out. When the user removed it, the wire had split apart. No patient harm. The patient's condition is reported as fine.